Manufacturer narrative:
The ultraflex esophageal stent was not received for analysis; however, a photo image of the placed stent was received with this complaint. This image appears to show a stent wire that is broken. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation on april 28, 2016, that an ultraflex¿ esophageal ng stent was to be used to treat an approximately 5cm lesion in the middle of esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. During the procedure, when approximately ¼ of the stent was released, the physician noted that the stent was damaged. The physician completely deployed the stent and left it in place. The physician was comfortable leaving the stent implanted and does not have plans of removing the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 28, 2016, that an ultraflex¿ esophageal ng stent was to be used to treat an approximately 5cm lesion in the middle of esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, when approximately ¼ of the stent was released, the physician noted that the stent was damaged. The physician completely deployed the stent and left it in place. The physician was comfortable leaving the stent implanted and does not have plans of removing the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.